Event description:
Ambu action block pump 650 cc reservoir was filled only to 400 ml and attached to pt at asc after shoulder surgery. Pt called to report that the fluid had suddenly begun to rapidly drip from the bag approx 12 hours after initially connected, and all of the medication was expelled (not into the pt). Pump had to be prematurely removed and pt's pain managed suboptimally. Unfortunately, I had two similar occurrences - one within an hour of the pump being filled - occur last year, but rather than reporting to maude, I reported it and gave the malfunctioning pumps to the ambu rep in our area. Reason for use: 1-6ml/hr perineural infusion therapy for.